Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on 09/15/2016, the customer stated that her mastitis cleared up 48 hours after using the antibiotic. The customer also stated that her new pump is working. The product involved was returned but has not been evaluated. The product was received on 09/23/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she had low suction with her pump in style advanced breast pump and had developed mastitis.